Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking, which cause the patient blood glucose elevated to 435 mg/dl, therefore patient had received correction injection via mdi. No further information available.